Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition or use of an expired pod could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone17.1 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis and pneumonia. The patient's blood glucose levels reached >250 mg/dl while wearing the pod between 4 and 24 hours. Symptoms included hyperglycemia and numbness. The patient was treated with insulin therapy but details on the type, route and dose were not provided. The patient was released the following day. Upon returning home, it was discovered that the patient's pods had expired several months prior to the medical event. The patient indicated the pods were received from the pharmacy were already expired.